Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly and blank display. The blood glucose level of the customer was unknown. Insulin pump was making a loud ringing noise and it was dead. The screen was blank with constant tone. The customer inserted new battery but the display did not return, customer was assisted in performing self test and the insulin pump passed the self test. The product will return for analysis.

Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Insulin pump passed the displacement test. Insulin pump received with normal operating current. Pump passed off no power test. No unexpected weak battery alarm anomalies noted. No unexpected audio or vibrate anomalies noted. No unexpected restart alarm anomalies noted.